Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, resulting in an inappropriate shock when oversensed. Technical services (ts) was contacted, and ts made troubleshooting and programming recommendations. During in-clinic testing, myopotential noise was seen, but was appropriately marked by the s-ICD. X-ray imaging was performed. It was theorized that the patient's existing suture sleeve may have made intermittent contact with the sense b node, causing the noise. The s-ICD system remains in service. No adverse patient effects were reported.